Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (24d086av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais) with the target occlusion in the m1 segment of the middle cerebral artery, all devices were used in accordance with their respective instructions for use (ifus); however, it is not known if a continuous flush was maintained. A 5mm x 37mm embotrap iii revascularization device (et309537 / 24d086av) was used. After the thrombus was grasped, there was resistance in the aspiration catheter due to a large amount of thrombus. As a result, the aspiration catheter became bent into a ¿dogleg.¿ when the embotrap iii device was pulled back slightly to remove the bend, the thrombus could be retrieved without resistance. The procedure was successfully completed without any negative patient impact. On 06-feb-2025, additional information was received updating the lot number from 24h197av to 24d086av. On 07-feb-2025, additional information was received indicating that information related to whether a continuous flush was maintained during the procedure could not be obtained. On 13-feb-2025, additional information was received. Per the information, the patient is 91 years old with pneumonia. The information indicates ¿there were multiple tortuous lesions.¿ there was no difficulty deploying the embotrap iii device; the device made a total of one (1) pass. The same embotrap iii device was used to complete the procedure. There was a 1 to 2 minutes delay in the procedure, not clinically significant. No further information is available.